Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had erroneous results for one patient sample and an external quality control when tested for partial pressure of oxygen (po2) on a cobas b 123 analyzer. The erroneous patient sample result was reported outside of the laboratory is reportable as a malfunction. On (B)(6) 2016 at 13:33, the patient had a po2 result of 10.94 kpa when tested on the cobas b 123 analyzer. The nurse contacted the laboratory as they felt that this reading did not represent the patient. A repeat was requested. A new sample collected from the patient on "CPAP at 40%" resulted as 7.55 kpa when measured on the cobas b 123 analyzer at 14:45. The 7.55 kpa result did not match the clinical picture of the patient. The sample was then tested on a second cobas b 123 analyzer, resulting as 13.91 kpa. The customer stated that the o2 reading on the second cobas b 123 analyzer was more realistic for this patient, so it was advised to use only the second cobas b 123 analyzer and to repeat the sample after the first cobas b 123 analyzer had performed calibration and quality control. All parameters were shown to have a green light and ok on the affected analyzer. The patient was not adversely affected. The sensor cartridge lot number was provided as 21560991. The customer stated that they were not able to confirm for sure if this was the lot number that was in use at the time of the event. The sensor cartridge expiration date was asked for, but not provided. All internal components have been changed on the analyzer.

Manufacturer narrative:
Investigations found that there was interference of the proficiency material with the analyzer sensors. Based on provided evidence and previous investigations, it was determined that the proficiency material is responsible for the interference. The proficiency material was tested on both cobas b 123 analyzers, but it was determined that the sensor cartridge of the second analyzer had been exchanged shortly after measurement of the proficiency material. The patient sample measurement of 13.91 kpa from the second cobas b 123 analyzer was performed after the sensor cartridge exchange, therefore this new sensor never came into contact with the proficiency sample material. After the proficiency sample had been measured on the first analyzer, all controls and calibrations passed without giving any sign of an abnormal sensor state. The quantitative analysis of the data shows that the proficiency sample interference in this specific case can be accounted only for up to maximum 10mmhg of the difference in the patient¿s values. The measurement performance of the complained cobas b 123 analyzer shows no sign of measurement inaccuracy or behavior outside of specifications. With regard to the values of 7.55 kpa and 13.91 kpa, it was determined that each value was not obtained from the same sample, but from two distinct samples collected at different times. Furthermore, the patient was under continuous positive airway pressure ventilation with oxygen levels up to 40%. Therefore, the large differences between the two sample measurements may be related to preanalytical errors or an actual change of the patients po2 levels in the timeframe between the two samples collected.